Event description:
It was reported that the user employed meal announcements as correction doses for hyperglycemia, contrary to labeling and training, and declined further assistance, which constitutes an improper method of use associated with the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions, categorized as an unintended use error rather than a device malfunction, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.